Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the hand piece not working, appears to be that air is escaping from hose. The event occurred during surgery. No harm or delay occurred with the patient. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: the hose was found to be ok, and the handpiece was leaking air. The technician replaced the swivel and motor to resolve the issue. -review of the device history records identified no deviations or anomalies during manufacturing. -device is used for treatment. -a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.